Event description:
The manufacturer received information alleging the preventative maintenance was not passing for a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that the active exhalation verification test step during testing. The philips rse recommended replacing the device¿s proportional valve and three-way solenoid valve to address the issue.